Manufacturer narrative:
The device was not returned for analysis as it was reported to have been left within the patient and the pushwire discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that a solitaire device was entrapped in the vessel and the physician subsequently detached the device and left it in the vessel. The patient was undergoing a mechanical thrombectomy procedure to treat tandem occlusions in the right p1 and p2 of the posterior cerebral artery (pca). The vessel was minimal in tortuosity and of moderate size. During an attempt to retrieve the solitaire device to remove a clot from the p2 vessel, the physician encountered resistance and was only able to pull the device back for about 1 cm. The physician attempted to resheath the device with the microcatheter but failed. The device was unable to be removed from within the treating vessel. A vasodilator was given to alleviate the presumed vasospasm. It was reported that the physician ultimately used a competitor power supply to separate the device from the pushwire. The solitaire stent remained inside the patient. Computed tomography (CT) imaging post intervention revealed the device appeared to be fully patent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.